Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients. No further clinical information was supplied in this complaint. The clinician complaint included the following products: cat# lot ispnp1030. 7546202. Isps1042. 7731940. Ils0838. 7651015. Isps1338. 7767020. Isps1842. 7574813. Isps1142. 7716050. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.

Event description:
Dental implant failure.